Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause was not determined. To resolve the problem, olympus technical support provided the user facility the part number of the main lamp and instructions in replacing the main lamp.

Event description:
A user facility reported to olympus that the device spare lamp indicator was illuminated during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the event likely occurred due to the lifespan of the lamp. As stated in the instructions for use as a preventive measure: check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described."